Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: brain avm embolization with onyx. W.j.van rooij, m. Sluzewski, g. N. Beute et. Al. Based on the reported information, there is no evidence suggested that the device was defective, but rather a procedure related event. Additional information has been requested from the author of this article regarding this case. Should it become available, a supplemental report will be submitted. Mdrs related to this article: 2029214-2008-00257 2029214-2017-00359 2029214-2017-00360 2029214-2017-00361 2029214-2017-00362 2029214-2017-00363 2029214-2017-00364 2029214-2017-00365 2029214-2017-00366 2029214-2017-00367 2029214-2017-00368.

Event description:
Medtronic received information during literature review that after post embolization CT scan showed a large hematoma adjacent to the avm. A ruptured was caused by microcatheter or guidewire at the beginning of the procedure. The patient deteriorated rapidly and died 5 hours later. It was reported that patient with a 4.5 cm right frontoparietal avm (spetzker and martin grade iii) between may 2000 and december 2005, 44 patient with brain avms were embolized with onyx. There were 18 women and 26 men with a mean age of 42.4 years (median 44, range 14-71 years).